Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose levels of 49 mg/dl and was treated with food. Customer mentioned to have been experiencing low blood glucose for two months. Customer is alleging that insulin was over delivering because pump is still giving micro bolus when low. Customer treated with food. Troubleshooting was performed and customer stated that the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer also mentioned that there was a strong smell of insulin on the pump, but the pump was dry. Insulin pump is expected to return for failure analysis.